Event description:
The facility rep reported a pump observed that fails to alarm. This event occurred at an unk time. No pt injury or medical intervention was reported. No add'l info is available.

Manufacturer narrative:
During baxter's product eval, the reported condition of a pump that fails to alarm was confirmed. The root cause was due to a broken syringe selector switch. The problem was corrected by replacing the syringe selector switch. The device meets specifications and was returned to the customer on 22 apr. 2008.